Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient may undergo surgical intervention. It is unknown by the manufacturer the exact reason.

Manufacturer narrative:
D4 - UDI-unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.